Event description:
It was reported that during a check of the device there was no magnet response and no communication with the device. The device also had no pacing spikes observed. It was noted that approximately one month prior to the battery being non-functioning, an interrogation of the device had no elective replacement indicator (eri) warning and the projected device longevity was seven months. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.